Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose was 610 mg/dl. The customer reported they feel okay to troubleshoot. The customer reported they don't have a backup plan available. The customer was admitted to the hospital. The customer cause of 911 call as per healthcare provider is diabetic ketoacidosis. The customer was admitted overnight. The customer was unable to complete the troubleshooting and will call back to finish it.